Event description:
The enseal device broke during a laparoscopic total hysterectomy. When the surgeon went to use it, there was click noise that is not usually heard. He removed the device from the pt. The working part of the device was broken, but the device was intact. Another device was used to complete the procedure.